Manufacturer narrative:
Device manufacture date: (B)(6), 2010. The first complaint was rec'd from the initial reporter and stated that the pedals of the footswitch/wireless type b were sticking and the zoom/focus was moving to the end position. As of (B)(6), 2010, leica rec'd a total of twelve (12) similar complaints concerning the footswitch. When the focus is moving to the lower end position and a biom (non-leica accessory) or any other non-contact viewing system is used in combination with an ophthalmology microscope, the biom can move into the pt's eye. Investigation determined that the footswitch pedal was undersized due to a contract manufacturer's supplier change .please see attached letters, "recall of surgical microscope footswitch" (date (B)(6), 2010) which were sent to the usfda. A letter of acknowledgement (dated (B)(6), 2010) from the usfda is also attached. Fifty-two (52) affected footswitches were distributed in the USA. In addition, two (2) and six (6) affected footswitches were distributed in (B)(6). All sixty (60) affected footswitches have been either upgraded or replaced. A request for closure of the footswitch recall (recall #z1632/1633-2010) was submitted and is still pending.

Event description:
Leica rec'd twelve (12) complaints stating that the pedals of the footswitch type b is sticking and the zoom/focus is moving to the end position.